Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and passed. Receiver passed when tested if it will charge and will boot. Functional test passed. Receiver download retrieved and attached. Customer¿s complaint was confirmed for receiver inaccurate cgm values due to the evidence was found in log within the investigation window. A probable cause could not be determined.